Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that the lead was attempted as lead body was compromised when scrub technician put a wire through the lead. The wire went through the side of the lead body. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Allegation of insulation damage was confirmed based on observation of a punctured insulation just before the spiral fixation was damage consistent with wire escaping the lumen. Complete lead was returned intact. Puncture hole in silicone insulation just distal to fluoroscopy marker, most likely created when stylet escaping the lumen during back-loading.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information obtained from the field which indicated that the lead was attempted as lead body was compromised when scrub technician put a wire through the lead. The wire went through the side of the lead body. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.